Event description:
It was reported through the research article titled ¿the impact of age in patients undergoing heart transplantation (ht) versus left ventricular assist device (lvad) implantation¿ identifying that the hm3 is associated with death, right ventricular failure (rvf), gastrointestinal (gi) bleed, arrhythmia, infection, renal dysfunction and respiratory failure. This is a cohort study that evaluated the impact of age on one-year postoperative outcomes of heart transplant (ht) versus left ventricular assist device (lvad). A total of 339 patients undergoing heartmate 3 implantation or ht between aug2017 and jun2023 were included and were stratified according to age = 60 years (og) - 146 (43%), and < 60 (yg) years - 193 (57%). Post-operatively, there was no difference in rvf in both groups and ages. 1-year survival was significantly higher in the ht cohort. Lvad patients experienced more gi bleeding and arrhythmia than ht in both og and yg; lvad patients experienced more infection than ht in og group. Although all patients underwent tracheostomy and dialysis at some point, there was no difference between lvad and ht in both og and yg groups.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01jun2023, since the date of lvad implant occurred between august 2017 and june 2023. Author information: b.e. Ferrell, et al. The journal of heart and lung transplantation 44 (2025) 44(4): s534. Doi:10.1016/j.healun.2025.02.1148 department of cardiothoracic and vascular surgery, montefiore medical center, bronx, ny manufacturer's investigation conclusion: a specific cause for the patients¿ infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document revision d, and the heartmate 3 patient handbook, document rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, bleeding, cardiac arrhythmia, infection, renal dysfunction and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "ongoing patient assessment and care") lists infection and arrhythmia as potential late postimplant complications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.